Manufacturer narrative:
Manufacturer investigation conclusion: the reported event of controller fault alarms was confirmed via the log files; however, the alarms were not reproduced during laboratory testing of the returned controller. The reported pump stop events were also confirmed via the log files. The reported event of not being able to download controller data could not be confirmed. Two log files were submitted for review, and an additional log file was downloaded from the returned controller without issue. The submitted log files contained data from (B)(6) 2019 to (B)(6) 2019, and the downloaded log file contained data from (B)(6) 2019 to (B)(6) 2019, per the timestamps. The log files captured controller fault alarms due to backup microcontroller (mcu) faults on (B)(6) 2019 at 10:01:08 and from 10:06:59 to 10:07:11; these alarms occurred during low speed/pump stop events that were captured in the log files. Pump off, low speed advisory/hazard, and low flow hazard alarms were active during the low speed/pump stop events, as expected. The returned system controller passed functional testing and successfully operated in a mock circulatory loop for an extended period of time without any issues or atypical alarms produced. The system controller functioned as intended during laboratory testing. The investigation could not correlate the low speed/pump stop events to a controller issue. Per (B)(4), appear to be consistent with a potential compromise in the driveline; however, the root cause could not be conclusively determined.

Event description:
It was reported that the patient's log file history revealed multiple pump stop events while on battery support on (B)(6) 2019. A chest x-ray was performed on (B)(6) 2019, the results indicated 3 spots of concern within the external driveline where there was thinning/stress in those areas. The account also noted that the patient had gained significant weight the past few years (roughly 20 kg). An urgent percutaneous lead replacement was scheduled for (B)(6) 2019. The vad coordinator was not able to download any data from patent's primary system controller due active alarm system controller hardware fault without possibility to see any data or download data from system monitor. No further information was provided.